Manufacturer narrative:
The field service engineer (fse) provided the customer troubleshooting assistance over the phone and the customer indicated that the instrument baths would drain, but then fill up after running samples, to the point that the baths would overflow. The fse had the customer remove and reseat pinch tubing for bath drain valves (valves lv12 and lv15). The customer ran 10 samples in reproducibility mode without evidence of a leak, suggesting the possibility of an obstruction in the drain valves. Additionally, the fse followed up with the customer the following day and the instrument was operational. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 10-20 ml from a coulter act diff 2 analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer also reported that the white blood cell (wbc) and red blood cell (rbc) baths were not draining. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.